Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details are not available. The external visual inspection revealed the electrode was severed near the array and cut silicone was observed on both top and bottom covers prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced electrode extrusion. The recipient underwent medical treatment. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device on the contralateral side.

Manufacturer narrative:
The recipient's device was reportedly activated.

Event description:
The recipient reportedly experienced electrode extrusion. The recipient underwent medical treatment. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.